Event description:
The patient was on a morphine pca pump. The pca started delivery three hours prior and the total dose delivered was 8.0 mg at the time of the reported failure. Staff noticed patient was becoming more somnolent and oxygen saturation levels were decreasing to 90%. Staff reassessed patient's heart rate and respirations and found the heart rate to be between 40 to 45 beats per minute and respirations to be 10 breaths per minute and shallow. Also at this time the pca pump alarmed and the message on the pca screen read "battery/power failure. Recharge battery before restarting pca." The pca pump was unplugged and tried to be plugged in to several different wall sockets; however power was not restored to the equipment. The pca then clamped off to the patient and the pump was turned off.